Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead pull procedure and it was found out that three of the contacts from the distal end were missing. It was confirmed through fluoroscopy that the contacts were still inside the patient¿s body. The patient was informed that these contacts can be removed during the permanent implant and it is on a non-concerning area. The patient was fine with the answer and will most likely go for the permanent implant.